Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found a white crystallized contamination in the air/water channel. In addition to the reportable malfunction, the following were noted: the light guide tube had delamination; the light cover glasses were chipped; the optical cover glass was chipped; the light cover glass adhesive, the distal end cap, the distal end adhesive, and the air/water housing colored ring were worn; the switch head and biopsy channel were leaking; the upward/downward angulation control knob had play evident and the upward/downward angle control assembly was loose; the right/left brake was not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a white crystallized contamination was observed in the air/water channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.